Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: customer was shocked when camera cord and light cord were pulled out at the same time, visual inspection: there were no external observances. The manufacturer's warranty seal is intact. Functional inspection: the unit functioned properly with no observances. A known, functional light cable was used alongside the complaint unit. White light was present and the light intensity was able to adjust accordingly. The light cable was pulled out with the light source responding appropriately with no observances. The precision light source unit was tested along with the 1488 camera control unit (s/n: (B)(6), that was sent in as a complaint with the light source. Different, known, functional camera heads, couplers, light cables, scopes, and accessories were also included in the testing at different locations. No issues were observed or felt when the camera heads were unplugged along with the light cables, from the light source and ccu. The light source was tested for proper grounding and the unit passed both the hi- pot and biotech tests (see attached test report). It is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Possible root causes could be electrical static discharge. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the user was shocked. Please note, it was confirmed that there were no adverse consequences and no medical intervention required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the user was shocked. Please note, it was confirmed that there were no adverse consequences and no medical intervention required.